Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (b)(64) 2013, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient experienced an increase in spasticity that necessitated an increase in the dose per day. The patient was taken to surgery on (B)(6)2017 and an intraoperative dye study showed that the catheter had migrated out of the intrathecal space. There had been 6 ml volume discrepancies at refills. The pump and the spinal segment of the catheter were replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.